Event description:
It was reported that patient underwent a hip procedure on an unknown date. Revision procedure was performed on an unknown date for unknown reasons. No further information has been received.

Manufacturer narrative:
Additional information was received including part number, lot number, implant/explant dates, and details surrounding the patient. All information related to this additional information was included in this MDR follow-up.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown, expiration date - unknown ,implant date - unknown, explant date - unknown, device manufacture date - unknown.